Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The reporter alleged of having respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. In this report box d, g, h has been updated/corrected.